Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 500 range. Diagnosed diabetes ketoacidosis. Customer was not feeling well. Hospital admitted customer to ICU. Nothing further reported.